Manufacturer narrative:
6/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a low anterior resection procedure, the safety did not release. The surgeon release the safety with manipulation. The hosp reported that no pt injury had occurred.